Event description:
Additional information received reported that during the angiomyolipoma embolization procedure, the microcatheter was used. In superselective catheterization, before the infusion of the embolizing agent, the passage of the contrast agent through the distal end was observed, according to the standard function of the device. Thus, the physician proceeded with the placement of dmso in the dead space of the microcatheter and subsequent infusion of liquid embolizing agent squid18. During the injection of the liquid embolizing agent squid18, it was not seen to pass through the distal end (detachable tip) of the apollo 1.5 f microcatheter. Thus, the infusion of the liquid agent was interrupted, and embolization of the left renal artery trunk was observed due to leakage through of the catheter body (not evidenced during superselective arteriography, prior to the treatment attempt). A break was taken after injecting of 1.0 ml of the agent. The injection was very slowly after filling the dead space with dmso (2 minutes). The liquid embolic agent was embedded in an unintended location: in the ostium of the left renal artery, producing acute occlusion of the renal. The renal artery was recanalized with the guide and the ¨6f sheath was advanced. The presence of the sheath allowed the agent to solidify, returning renal perfusion. The location of the detachable tip of the apollo is in the nourishing branch of the tumor, around 15cm in front of the extravasation point.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the apollo micro catheter was returned for analysis within a shipping box, a plastic pouch, an opened apollo outer carton (b503702), an opened apollo inner pouch (b503702), and plastic pouch. Damage location details: liquid embolic residue was found within the apollo catheter hub. No damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found to be damaged (ruptured) at ~26.0cm from the catheter distal tip. The apollo detachable tip was found intact. No damages were found with the apollo catheter distal tip. No liquid embolic was found within the apollo catheter distal tip lumen. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed as the apollo catheter body was found ruptured. Catheter rupture can occur if the distal portion of the apollo catheter is kinked, prolapsed, or occluded during injection of liquid embolic agent. However, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter presented a rupture (intact) in the body of its extension, preventing the passage of the embolizing agent effectively to the distal part of the catheter. There was friction or difficulty delivering.